Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a normal implant. They were readmitted for a vertebral fracture that was found later. A kyphoplasty was performed. No known factors contributed to the issue. The issue was reported to be resolved. No further complications were reported.